Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 23 mg/dl; cause was not known. Glucagon was administer by a health care provider to address the bg along with intravenous fluids of saline. Customer was discharged from the ER the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.